Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The staged guidewire unraveled. The staged guidewire was not returned to co for eval. The guidewire was discarded by the facility.